Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review noted nothing unusual. Visual inspection identified that the pole clamp knob was broken. The cause was undetermined. The pole clamp knob was replaced to address the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken pole clamp knob. No additional information is available.